Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.